Event description:
It was reported that during an attempt to extubate the patient and remove sedation, the site noted the patient had a severe neurological deficit. Computerized tomography (CT) and echocardiography (echo) imaging was performed that revealed a massive ischemic stroke. Heparin was withheld. The patient was to be monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported stroke could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files confirmed low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The patient¿s blood thinning medication was held in order to avoid the conversion into a hemorrhagic stroke. The patient¿s submitted log files revealed low flow alarms. The patient reportedly would be monitored. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.